Manufacturer narrative:
(B)(4). A vyaire field service engineer (fse) went onsite and evaluated the ventilator. Troubleshooting indicated a faulty gas delivery engine (gde). As per fse, the unit needs new gde to be repaired and put back in service. The part will be sent to vyaire failure analysis laboratory for further investigation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the avea ventilator is alarming o2 cell error. A message appears stating that o2 concentration is low. There was no patient involvement.

Manufacturer narrative:
Corrected information: the part was not sent to vyaire failure analysis laboratory for further investigation, instead the gde (gas delivery engine) and uim (user interface module) were sent to the factory for replacement.